Manufacturer narrative:
Additional manufacuring narrative: attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted., other, other text: initial reporter zip code exceeded the maximum allowable characters, zip code is as follows: j6t 6c1. Device evaluated by MFR: device not returned.

Event description:
The customer reported the emma module has a low etco2 reading. No consequences or impact to patient were reported.

Manufacturer narrative:
Other, other text: the returned emma was evaluated. The device passed visual inspection and functionality testing. The device was able to obtain measurements for all enable parameters and no product performance issues related to measurement was identified. The device was determined to be functioning as designed. E1: initial reporter zip code exceeded allowable field length, initial reporter zip code is as follows: (B)(6). Health effect impact code: no adverse event, no patient impact.

Event description:
The customer reported the emma module has a low etco2 reading. No consequences or impact to patient were reported.